Manufacturer narrative:
H4: the lot was manufactured between january 2, 2024 and january 3, 2024. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) # - the expiration date and manufacturing date could not be provided as the lot number was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The expected therapy time was 48 hours; however, the medication delivery took an extra 11 hours more than expected to complete. This was observed during patient infusion. The device contained fluorouracil (5fu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.